Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain, severe abdominal"), back pain ("back pain, lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms: migraine") and was found to have teratoma ("other injuries/symptoms: teratomas"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine and teratoma outcome was unknown and the menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, teratoma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009, (B)(6) 2009. Patient received treatment for added perforation, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test:- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received reporter information was added. Case upgraded to incident. Event injury nos replaced with specified events. Events perforation, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, fatigue, migraine, teratomas. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation nos'). In an adult female patient who had essure (batch no. 565786), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy test urine: negative, sterilization, menometrorrhagia, anemia, pelvic pain female and obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain, severe abdominal"), back pain ("back pain,lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms: migraine"). And was found to have teratoma ("other injuries/symptoms: teratomas"). The patient was treated with surgery (hysterectomy (partial), total abdominal hysterectomy, and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine and teratoma outcome was unknown. And the heavy menstrual bleeding, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, teratoma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted, date of insertion: (B)(6) 2009, and (B)(6) 2010 (as per mr). Patient received treatment for, added perforation, vaginal infection, vaginal discharge. Discrepancy noted, in date of removal (B)(6) 2016 (as per mr). 2 coils on left, 2 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010, essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: lot number, patient demographic, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation nos') in an adult female patient who had essure (batch no. 565786-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, female sterilisation, menometrorrhagia, anemia, pelvic pain female and obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain, severe abdominal"), back pain ("back pain,lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms: migraine") and was found to have teratoma ("other injuries/symptoms: teratomas"). The patient was treated with surgery (hysterectomy (partial)total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine and teratoma outcome was unknown and the heavy menstrual bleeding, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, teratoma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009, and (B)(6) 2010 (as per mr). Patient received treatment for added perforation, vaginal infection, vaginal discharge. Discrepancy noted in date of removal (B)(6) 2016 (as per mr). 2 coils on left. 2 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test:- bilateral occlusion. Lot number reported (565786) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.